Manufacturer narrative:
The product has been returned for analysis. However, engineering analysis has not been completed as reported. Additional information will be submitted within 30 days of receipt.

Event description:
The 3.00 x 23 cypher stent did not cross the target lesion. There was no patient injury reported. The account stated that the stent dislodged once the cypher sds was removed from the patient. No additional information was given.